Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of evidence that the revision was performed. No product was returned, therefore no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. Because a revision surgery occurred, the complaint is considered to be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00143-1, 0001032347-2019-00144-1, 0001032347-2019-00145-1, 0001032347-2019-00146-1, 0001032347-2019-00147-1.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00143 through 0001032347-2019-00147.

Event description:
It was reported by the patient that a revision was performed due to a persistent staphylococcus infection. The patient is on IV antibiotics and an antibiotic impregnated spacer was implanted. New implants will be placed in approximately one month. The patient advises the spacer keeps popping out and she is experiencing bad headaches. No additional patient consequences were reported.